Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A distributor field service representative informed sorin group (B)(4) about the issue. Sorin group (B)(4) recommended that a serial readout of the pump memory be performed. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped running and displayed an error message post-procedurally after 2 days of operation. There was no patient involvement.